Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion at 10.3 cm to 11.5 cm from the distal tip. The etfe coating was intact at this/these location. Serial number of the lead is unknown, therefore no UDI is available at this time.

Event description:
This report is to advise of an event observed during analysis.